Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of hemoptysis could not be conclusively established. Review of the submitted log file confirmed a loss of external power resulting in a system stop; however, a specific cause for this finding could not be conclusively determined through this evaluation. A review of the submitted log file found events spanning approximately 12 days. The events spanned day 367 through day 376 per the time recorder. After or on day 376, external power was lost, and the controller clock reset per design. Events were then captured from day 0 through day 3. During the loss of external power that occurred after or on day 376, the pump would have stopped as ep controllers do not have an internal backup battery to continue pump operation in the absence of external power. The pump continued operation upon reconnection to external 14-volt batteries with low speed advisory/hazard and low flow hazard alarms captured as the system ramped back up to the set speed. The pump appeared to be operating as intended. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21nov2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU also addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. This IFU also warns that at least one system controller power cable must be connected to a power source (power module or two heartmate 14v lithium-ion batteries) at all times and provides instructions for exchanging power sources under ¿switching power sources¿. Heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains information regarding all system controller alarms and the proper actions associated with them. The handbook also warns that the pump will stop if the system controller is disconnected from power. If system controller is disconnected from power, reconnect it right away. Instructions for exchanging power sources and the system controller are also listed in the patient handbook and warn that at least one system controller power lead must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms resolved. No intervention was performed, no equipment was exchanged, and the patient remained stable with no further issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-05505. It was reported that the patient presented to the emergency department after experiencing hemoptysis for several days. Low flow with several low voltage advisories were noted upon interrogation. A log file analysis captured pump stop/low speed/low flow events due to a total loss of power to the system controller, which reset the internal clock back to zero. It appeared that these issues occurred while the patient was switching power sources and disconnected both system controller power leads. It was noted that the patients version of the controller did not have a backup battery so any loss of power to the controller would cause the pump to stop. There were also long strings of odd voltages noted while using on batteries.